Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called via phone to report a button error on the pump which she is unable to clear. Customer did not report a blood glucose value at the time of the incident . Customer states hairline cracks on the battery compartment and the reservoir compartment. Customer states time on the insulin pump did not advance. Insulin pump will be returning.